Manufacturer narrative:
A specific root cause could not be determined. The customer was asked to provide additional information for investigation, but the information was not provided.

Manufacturer narrative:
A bubble was seen on the surface of the sample in question.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 0.100 miu/ml accompanied by a data flag and this value was reported outside of the laboratory. The customer questioned the initial result because another laboratory reported a positive result for the patient. It was asked, but details could not be provided on the result from the other laboratory. The sample was repeated on a different e module and resulted as 2050 miu/ml on (B)(6) 2014. The sample was repeated a second time on a different e module and resulted as 2292 miu/ml on (B)(6) 2014. The repeat values were believed to be correct and the 2292 miu/ml value was reported to the physician. It was asked, but it is not known if the patient was adversely affected by the event. No adverse events were alleged. The hcgb reagent lot number was 175098. The hcgb reagent expiration date was asked for, but not provided. No reagent issue was found to be evident.

Manufacturer narrative:
This event occurred in (B)(6).